Event description:
It was reported that extra cardiac stimulation resulting in patient discomfort was observed on the right ventricular (rv) lead. Additionally, noise resulting in oversensing was observed on the right atrial (ra) lead. The rv lead was deactivated, and the atrial sensitivity was reprogrammed to resolve the event. The patient was in stable condition.